Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use, one bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) was contaminated with bacteria. The following information was provided by the initial reporter: visible bacterial colony growth.

Manufacturer narrative:
Investigation summary: bd was unable to reproduce customer¿s experience with bactec product. Four photos were received. One photo showed turbid media and another photo showed a sunken septum defect. The other two photos sacking of the product. Satisfactory results were obtained from retention samples when visually inspected for sunken septum, leakage and contamination. Retention samples were tested for viable contamination and vacuum draw with satisfactory results. In addition, five (5) samples were randomly selected and inspected for cap seal integrity with satisfactory results. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is confirmed based on photos provided. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that prior to use, one bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) was contaminated with bacteria. The following information was provided by the initial reporter: visible bacterial colony growth.